Event description:
Rptr alleged when blood glucose monitoring device is turned on, a strip ejects and a result is generated prior to dosing the test strip with blood. Rptr stated the nose cover is loose and is popping off. The co rep stated attempting to contact the customer several times to obtain more info rec'd no response. A request was made for the return of the suspect device and replacement product was sent.